Event description:
Reporter alleged the customer obtained a result of 40-49 mg/dl, then 60- 69 mg/dl, he ate an apple, and then obtained 400-499 mg/dl and 100-199 mg/dl results within 10 minutes back to back on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.